Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer fell, and now the display screen on the insulin pump was scratched and hard to read. The customer also mentioned that she went to the hospital after she fell. No additional information regarding the hospitalization was mentioned. The customer had blood glucose levels between 250mg/dl and 290mg/dl. Customer declined troubleshooting. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.